Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported that the patient was treated with an unknown medication (dose, route and frequency not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the event. Action taken with dianeal therapy was not reported. Additional information was requested but is not available. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. (B)(6). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).